Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the distributor and found to be fully functional. There is no indication of a device malfunction causing or contributing to the inappropriate treatment. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.  Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity. (B)(4).

Event description:
The patient was inappropriately treated one time by the lifevest. Motion artifact contributed to the false detection. The response buttons were pressed after the treatment was delivered. The response buttons functioned appropriately. It was reported that the patient had burn marks where the therapy electrode pads were. There was no medical attention reported for the burns. The outcome of the burns is unknown. The patient did call paramedics after the event for evaluation. The patient did not seek additional medical attention. The patient continued to use the lifevest. No deficiencies were alleged against the device.